Event description:
It was reported that the smart pass feature on this device had programmed itself off due to low intrinsic amplitudes. This is normal device function. It was reported that the patient received an inappropriate shock. The shock impedance was 24 ohms. Technical services reviewed the data. Later, the patient received more inappropriate shocks. The sicd system was explanted and replaced with a transvenous system. There were no additional adverse patient effects.